Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line) alarm. This occurred during the fourth drain cycle of therapy. The patient stated there were no loose connections nor leaks observed. The technical services representative (tsr) assisted the patient in clearing the alarm and advised them to complete therapy with manual supplies. Additional information was requested and is not available.